Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. It was reported that the customer experienced an elevated blood glucose (bg) level of 580-600 mg/dl. A correction injection was administered to address the bg. Reportedly, the customer continued to use the pump for insulin therapy.